Event description:
It was reported the pump alarmed high pressure. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3: date of event, no information has been provided to date. H6 codes updated. One device was returned for investigation with the rear housing cracked. Review of the event history log shows multiple high pressure alarms. Functional testing was completed, device issue was not duplicated. The root cause was due to a defective downstream occlusion sensor which was replaced to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.